Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the last couple of weeks, the patient had been experiencing a misfiring sensation up inside of them in their pelvic area. Patient said it felt like the implant may have dropped a little bit and that it had caused quite a bit of pain. Patient called their doctor's office, but they couldn't get them in to see the patient until next week. Patient stated that they would like to turn off their device for the time being but they lost their communicator charging cable. The patient was redirected to their healthcare provider (hcp) to further address the issue.